Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., b.6., b.7., d6a., h.6.

Event description:
Patient reported a rupture against the right side. MRI results show ¿signs of intracapsular rupture. No signs of extracapsular rupture or siliconoma. No periprosthetic infiltration. No mass or suspect raising. No axillary adenomegaly, no ganglion¿, ¿conclusion: intracapsular rupture¿.